Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/11/2025, an FDA medwatch notification was received via email. A facility representative reported that an ar-13226 bb-tak broke into two pieces during a procedure. The piece embedded in the patient¿s bone was successfully retrieved. Both pieces were confirmed to be removed from the patient and verified under radiology guidance. No harm was reported to the patient. Additional information was provided on 09/19/2025: the case was completed without any further issues. The part number used to complete the procedure was not provided. There was no delay in the case, and no additional anesthesia was administered. The patient¿s bone quality is unknown, and the lot number of the ar-13226 bb-tak was not available. A photo of the complaint device was submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged bb-tak (ar-13226) was received for investigation. Visual inspection noted: the device was fractured. Significant surface damage along the body. Functional testing: not performed due to the extent of damage. Most likely cause: excessive user-applied mechanical forces. Prying or leveraging the device during use. Complaint allegation: confirmed.